Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the touch screen cursor on the central control monitor (ccm) was drifting. The device was not changed out, as the perfusionist (ccp) used the manual controls and clamps to occlude. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded. This ccm was recently in for repair (touch screen was not responsive but not duplicated, MDR #1828100-2013-00645). The field service rep (fsr) was unable to verify the cursor on the ccm was drifting. The fsr installed and configured a loaner monitor, and performed functional testing. The loaner monitor operated to MFR specs and was returned to clinical use. The suspect device was returned to the MFR for further eval.